Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The product could not be used. The white rotating collar was detached from the device. To correct the issue, replaced it with another dissector.